Manufacturer narrative:
Device evaluation:the reported issue that the instrument was not turning was verified during service. During preliminary analysis the service technician found that the instrument did not work and did not run. No repair was performed. The instrument was returned to customer unrepaired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console instrument, it was reported that instrument was not turning. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the hand crank was required to maintain flow to patient.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a external drive motor instrument medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: the reported issue that the instrument was not turning was verified during service. Service technician found that the instrument does not work. Service technician also observed that the console reboots automatically when turning the rpm knob. Service recommend replacing the unit. D.3.mfg name and d.4.UDI updated fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.